Manufacturer narrative:
Aa getinge field service engineer (fse) evaluated the iabp and reported liquid had dropped on to the motor controller board. The fse replaced the motor controller but the iabp did not boot up and the display screen flashed. The fse then replaced the bulk power supply and this corrected the problem. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use.

Event description:
The customer reported cs300 intra-aortic balloon pump (iabp) will not power on during service test , electrical failure. There was no patient involvement, therefore no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit.

Event description:
The customer reported cs300 intra-aortic balloon pump (iabp) will not power on during service test, electrical failure. There was no patient involvement, therefore no adverse event was reported.